Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if a site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer's mother reported her daughter had a reaction to the adhesive and had a red irritation on her skin. She went to see the doctor and was diagnosed with impetigo. The doctor is treating the condition with clindamycin, an antibiotic and also prescribed mupirocin ointment cream. The pod was worn between 24 and 36 hours.